Event description:
This event is reportable based on the product analysis approved on (B)(6) 2010. It was reported that during a percutaneous coronary intervention (pci) procedure the device was unable to cross the lesion. The 98% stenotic, de novo, 2.5x18mm eccentric shaped lesion was located in the severely calcified and severely tortuous left anterior descending artery. Access was obtained through the brachial artery. The physician predilated the lesion with a 2.0x15mm apex balloon. Stenosis was at 70% after dilation. The physician then advanced the 2.5x20mm taxus liberte stent to the lesion but was unable to cross. There were no patient complications. The procedure was completed with another 2.5x20mm taxus liberte stent which was post dilated with a 2.5x15mm quantum maverick balloon. Patient status is reported as "stable". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination revealed that the distal stent struts on rows 1 and 2 were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Hypotube kinks were also present along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were observed with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended sized product mandrel was inserted through the lumen with no restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).